Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
It was reported that a patient underwent a posterior lateral spinal fusion at l4 to s1 on unknown date in 2013. Patient returned for revision on (B)(6) 2015. Patient underwent explant of a broken pedicle screw, part number 179.12.635 at s1, and total of 6 screws were removed (this includes the broken screw). Head of screw was removed but the threaded portion remained retained in the bone. During implant of pedicle screw at l5, the surgeon was not satisfied with the measured neurological threshold levels and removed the screw. During removal of screw, the tip of a screwdriver, part number 698.325.944/ lot number ds g0508, broke off in head of screw. Screw and tip of screwdriver were removed, nothing was retained. Another screwdriver was immediately available. There was no surgical delay. The procedure was completed successfully.